Manufacturer narrative:
Follow-up root cause: failure analysis on the returned power management (pm) board shows that the component failure u11 prevented the ventilator to power on.

Manufacturer narrative:
Patient information requested, but no response received.

Event description:
The customer reported that the ventilator unit will not power on. The customer reported that the unit was in use on patient, but there was no patient harm reported.